Event description:
Ibc from psr with pt reporting his ms3 pump is not working. When pt turns it on it asks to be programmed. Asking if he leaves his battery in his pump so internal battery doesn't die/reset itself. Pt says he puts his triple battery in his pump backwards when he is not using it. Advised battery needs to be placed in pump in right directions and kept on/charging even while not using it. Pt. V/u, will replace out malfunctioning pump, and also send return box, sn (B)(4), exp date 07/21/2018, no other information is known.